Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, the right atrial (ra) lead exhibited far field r-wave (ffrw). T-wave oversensing (twos) was also noted. The right atrial (ra) lead was reprogrammed and both the ra and rv lead remain in use. No patient complications have been reported as a result of this event